Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm which led to high blood glucose level. Due to this the patient had to change the site six times. The high blood glucose level was treated by manual injection. No further information available.